Manufacturer narrative:
Continuation of d10: product ID 97755 serial (B)(6) : product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial (B)(6) : , (B)(4) : analysis of the 97755 recharger (s/n (B)(6) revealed that "battery low, replace batteries soon" message appears when trying to charge and rtm is warm near connector. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt was having difficulty recharging their ins. Pt mentioned that the ins was replaced last week since their previous ins was not working properly. Pt stated that they met with their rep on wednesday and that the rep turned the ins on and that was when they started having issues recharging the ins. Pt stated that the equipment couldn't find the device over and over again. Pt stated that the rep had them reset the controller, however resetting the controller had not made a difference. Pt stated that they kept moving the rtm paddle around so they knew that the rtm was in the right spot over the ins. Pt stated that the ins was completely dead but that the controller was fully charged. Pss had the pt attempt to recharge the ins ; pt stated that no device found appeared. Pss reviewed passive recharge mode with the pt and had the pt select recharge; pt stated that the three numbers on the trying to recharge screen read as 73 73 73. Pss had the pt reposition the rtm and pt then stated that they were able to get the middle number up to 95 on the trying to recharge screen. Pt confirmed seeing the green light flashing above the controller screen. Pt noted that they still had bandages from the implanting surgery, however it was not a very big bandage. Pt then confirmed seeing the normal recharging screen with recharging good indicated. Pt then confirmed seeing recharging excellent; pt stated that the equipment was very picky as the recharging connection was going between good and excellent. Pss reviewed with the pt that the ins was still charging even though recharging good would be indicated and that the ins would just charge more efficiently with recharging excellent indicated. The pt called back stating no device found was resolved on the original call but pt then got a message 'low battery' even though controller was fully charged. Pt said the device would not charge last night. Pt saw no damag e. Pt mentioned the internal components were new, replaced on (B)(6) , but they did not provide pt with new external equipment. Pt was still using the equipment from the previous device.